Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-100lp, airseal 5/100mm port was being used on (B)(6) 2022 during a robotic-assisted hysterectomy procedure and ¿an airseal access port had broken during a procedure. The staff noticed when removing the device from the patient¿s abdomen, part of the outer cannula of the ias5-100lp was left hanging from the abdominal wall, still inside the patient. They were able to retrieve the fractured portion of the device and continue without patient injury or procedure delay¿. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed and there was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias5-100lp, airseal 5/100mm port was being used on (B)(6) 2022 during a robotic-assisted hysterectomy procedure and ¿an airseal access port had broken during a procedure. The staff noticed when removing the device from the patient¿s abdomen, part of the outer cannula of the ias5-100lp was left hanging from the abdominal wall, still inside the patient. They were able to retrieve the fractured portion of the device and continue without patient injury or procedure delay¿. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed and there was no delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias5-100lp in unoriginal package. Lot number was not verified. Performed a visual inspection, the ias5-100lp was broken on the distal end. A two-year lot history review could not be completed as a valid lot number was not provided. A device history record review cannot be conducted as a valid lot number was not provided. A two-year review of complaint history revealed there has been a total of 21 reports, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the enclosed components of the airseal system are only sterile if used before the expiration date and if the package is unopened and undamaged. Do not use after the expiration date or if package is open or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.